Manufacturer narrative:
D6a: implant date - estimated as 45-days prior to the event date as implant date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination forty-five (45) days post implant procedure, transesophageal echocardiography (tee) identified a thrombus on the surface of the closure device. The thrombus was biased towards the limbus. At the time the thrombus was identified the patient was not taking anticoagulant medication. The patient was instructed to begin direct oral anticoagulants and a follow-up tee will be performed at a later date.